Event description:
This patient offered no complaints pre treatment. He has been on a 220 dialyzer since 5-92. As his treatment was started on this day, he complained of shortness of breath, hot flashes, his bp dropped and tighness in his throat. The blood was returned to the patient and his symptoms subsided. The dialyzer was recirculated with ns. The pt. Sat for 15 min his treatment was restarted on the same dialyzer per the md the symptoms returned and the treatment wasstopped. The blood was not returned. The patient was put on a new preprocessed t220 dialyzer and given 50mg benadryl IV. He finished his treatment without further problem. New lines were put up with the new preprocessed dialyzer. The same concentrate was used. The patient appears to have had an allergie reaction to something in the system. This MDR is being filed on the bloodlines.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.